Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that phacoemulsification tip had actually disassociated at the distal and was taken out of the eye with no damage during the cataract [with intraocular lens (iol) implant] surgery. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phaco tip with tip protector was received for the report of phaco tip had actually disassociated at the distal. The returned sample was visually inspected and was found to be non-conforming with phaco broken at the cone to cannula transition area. The breakage was slightly jagged. Cracks were observed on the cannula where the part broke in 2 pieces. The inner diameter of the back hole was off- center. Uneven wall thickness observed. Walls were observed to be thin on both broken parts. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. Two nonconformances were found for phaco broken tip and uneven wall thickness. This non-conformance could have potentially contributed to the reported event of broken phaco tip. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is alcon manufacturing related, due to an uneven wall thickness creaking a region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to determine root cause of the broken phaco tip. However, non-conformance records have been completed in relation to the related non-conformances identified within the non-conformance review. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).